Manufacturer narrative:
According to the available info, this inflatable penile prosthesis was implanted on 1/28/02 and removed on 3/16/06 due to a malfunction. Additional info received from the physician indicates that the cylinders would not inflate. Also, the info received indicated that the tubing leading to the pump from the left cylinder had torn and was completely divided prior to explant. A pump and two cylinders were returned for eval on 6/14/2006. Examinatino of the returned components revealed that there were separations in each component. Due to the separations, no component could be functionally tested. However, microscopic examination of the components revealed the detachment end through the serialized strain relief of the pump & detachment end the exhaust tube of cylinder 1 to have rough and irregular surfaces, indicating stress was exerted. According to the operative report received, it was noted that at explant the tubing to the left cylinder had torn and was completely divided. Therefore, based on examination and the info received, qa concludes that the separation site noted through the serialized strain relief most likely contributed to the malfunction of the device and would allow the loss of fluid, making the device inoperable. Mgmt routinely reviews modes of failure, such as this. Therefore, no additonal action is required at this time.

Event description:
According to the information there was a malfunction.